Event description:
The customer reported via phone call that she had high blood glucose. At the time of the event the blood glucose reading was 357mg/dl. The customer stated she does not have a back-up plan. The customer stated she had contacted her doctor regarding this issue. The infusion set was changed the day of the call. The customer declined troubleshooting. The blood glucose reading was 457mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. However, the insulin pump was received with debris under display window. The insulin pump has unit received with cracked case at display window corners, reservoir tube lip, battery tube threads and with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.